Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not power on, the power supply was out of electrical specification, as a result it was replaced. It was also noted that the power cord bay door latch was broken off, the printer drawer was missing the paper guide and the system fan was noisy.

Event description:
It was reported the programmer would not turn on. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.